Event description:
The central monitoring system (cns) blue screened. The customer power cycled the unit and the cns showed an error message of failed drive. The 2nd hard disk drive (hdd) had a red light next to it. Ref MFR # 8030229-2014-00079.